Event description:
Device issue: none. Adverse event: death/late thrombosis. Onset of adverse event: approximately 6 months post procedure. It was reported via trial that on (B) (6) 2007 the pt underwent planned stenting of the pre-dilated proximal circumflex artery with two xience v stents, planned stenting of the pre-dilated mid left anterior descending artery with one xience v stent, unplanned stenting of the pre-dilated second diagonal artery with one xience v stent, and unplanned bailout stenting of the left main coronary artery with an unspecified drug eluting stent. On an unspecified day in (B) (6) 2008, the pt died of colon cancer. Abbott vascular medical safety monitor review assessed this event as a cardiac death with a possible very late stent thrombosis. There was no additional information provided.

Manufacturer narrative:
(B) (4). In this case, there were no reported product deficiencies. The reported pt effects of thrombosis and death are listed in the products instruction for use (IFU) as a known adverse event. Although a conclusive cause for the reported pt effects and the relationship to device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The three other xience v stents, indicated are being filed under the same MFR#.